Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt has had recurrent gi bleeding, which requires him to come back into the hospital every 3-4 months to receive blood products. The pt's hemoglobin and hematocrit, international normalized ration (inr) and lactate dehydrogenase are closely monitored. The pt's current hemoglobin is 12g/dl.

Manufacturer narrative:
A root cause for the pt's gi bleed could not be determined through this evaluation. The pt remains ongoing and no additional complaints have been reported at this time. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The MFR is closing its file on this event.